Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pace impedance measurements less than 200 ohms from ra to can during two signal artifact monitor (sam) events, but showed measurements within normal limits for all other numbers. Lead trends showed stable impedances, with no jumps in impedance present. This lead remains in service. No adverse patient effects were reported.